Event description:
Per the clinic, the patient experienced an infection which was treated with oral antibiotics (specific date not reported) however, the symptom did not resolve. Subsequently, the patient was hospitalized on (B)(6) 2022. The patient was treated with IV and topical antibiotics (specific duration not reported) and washout procedure was performed on (B)(6) 2022. The device was explanted on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on august 17, 2022.